Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad. Pt was asymptomatic / free of symptoms at 30 day and 6 month follow ups. It is reported that approx 6.5 months post index procedure, the pt suffered a spontaneous gastrointestinal (gi) bleed. A prbc transfusion of 4 units was required. Investigator has indicated that event was not related to study stent or procedures. Pt was taking aspirin & clopidogrel 24 hours prior to the event. A pci revascularization was carried out approx 9.5 months post index procedure. Two integrity rapid exchange (rx) bare metal stents were implanted in the med lad to treat in-stent restenosis. It is reported that the pt suffered a non-stemi approx 12.5 months post index procedure. It is reported that the pt was transferred to another hosp as a CABG was required. Pt was asymptomatic / free of symptoms at 1.5 year f/u. (Ref MFR #9612164-2011-00874, 00875, 00876).

Manufacturer narrative:
(B)(4).